Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician attempted to place a taxus express2 2.5x12mm drug eluting stent to the moderately tortuous, severely calcified right coronary artery (rca), but was unable to cross through the old cook stent that had been placed previously. The lesion was pre-dilated, unknown type and size balloon. Upon removal of the stent, it was noted that the stent was not on the wire, it dislodged and embolized into the lower extremities. The physician tried to snare it, but was not able to capture it, so ended up pushing it distal and ballooning it. The patient was then sent to x-ray to try to locate the stent, but they were unable to locate it. The procedure was completed using another stent, unknown type and size. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.